Event description:
It was reported the procedure was being performed on a female patient in the emergency room. The patient was noted to have a superficial reaction to presurgical hibiclens bath which presented as redness on the skin. An arrowguard cvc was then inserted and the patient coded. At the time, the reason was unknown. The patient condition improved and then deteriorated once again. As a result, the catheter was removed and replaced. See MDR 1036844-2013-00068 for the second incident which occurred several months later.

Manufacturer narrative:
(B)(4). The device was discarded.